Manufacturer narrative:
The field service engineer (fse) replaced the universal surgical manipulator (usm) to resolve the reported issue. Usm was received for the failure analysis investigation. Failure analysis confirmed the errors occurred in the logs and the errors were also replicated during testing. The unit was tested on an in-house system in normal mode where it failed with error 23062. The unit was also tested on a test platform where it passed all required tests with no related errors. A defective stator was replaced.

Event description:
It was reported that during a da vinci-assisted gynecological surgical procedure, universal surgical manipulator (usm) 4 had a recoverable error (23062). The customer cleared the recoverable fault, but the usm became disabled. Intuitive surgical, inc. (Isi) tech support engineer (tse) reviewed the system logs and confirmed error 23062 occurred against axis 8 on usm 4. The tse walked the customer through a hard power cycle, but the issue returned. The tse asked the customer if they were able to continue with a three-arm configuration. The customer decided to convert to laparoscopic and abandon the robotic procedure. There were no reports of patient injury.